Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer (b5) and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that while the user was handling the device, the charge coupled device unit was damaged due to physical stress to the bending section and caused the event. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. User may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed picture on screen; however, one side of the image was pink and one side was green. The event occurred during procedure. The patient was under general anesthesia. There was about a 10 minute delay while another camera had to be opened. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed picture on screen; however, one side of the image was pink and one side was green. The event occurred during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customers allegation was confirmed. It was found that the image was distorted. There were few additional findings. The bending section cover had deep scratches. The control body also had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.